Manufacturer narrative:
(B)(4).

Event description:
The customer reported that "even though the battery is fully charged, a low battery message is displayed". There was no reported patient involvement.